Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's spouse that the customer had high blood glucose and having delivery issues. The customer's blood glucose was 472mg/dl, treated with an old set. Customer's spouse stated she ran out of supplies and that is what caused her high blood glucose. The customer will treat with shots moving forward. Customer declined high blood glucose troubleshoot.